Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device identified that the fiber body was bent and fractured proximal to the edge of the metal cap. The glass cap exhibited moderate devitrification at output window and the metal cap exhibited mild charred detritus adhesion on surface. Based on the observed proximal fracture, the reported event of fiber break was confirmed. The fiber was tested with hene (helium-neon) laser fixture testing and the aim beam was observed at the bent and broken area of the fiber. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. It is probable that the fiber break occurred as a result of excessive manipulation or bending applied to the fiber during handling in the procedure. Based on the analysis results, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during preparation of photoselective vaporization of the prostate (pvp) procedure, the packaging was confirmed to be intact before opening the fiber. It was reported that during pvp treatment, the fiber broke inside the patient. The fiber tip did not detach and there were no courtesy messages prompted by the console. It was stated that using the fiber in enlarged prostate could have been a difficulty contributing to the reported device issue. The procedure was completed with a second fiber without clinical consequences to the patient.

Event description:
It was reported that during preparation of photoselective vaporization of the prostate (pvp) procedure, the packaging was confirmed to be intact before opening the fiber. It was reported that during pvp treatment, the fiber broke inside the patient. The fiber tip did not detach and there were no courtesy messages prompted by the console. It was stated that using the fiber in enlarged prostate could have been a difficulty contributing to the reported device issue. The procedure was completed with a second fiber without clinical consequences to the patient.